Event description:
Reportable based on analysis completed on 26-feb-2015. It was reported crossing difficulties were encountered. The 90% stenosed, 20mm x 3.0mm, concentric, de novo target lesion containing a lesion bend of less than 45 degree was located in the mildly tortuous and moderately calcified mild left anterior descending artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter in two (2) pieces. There was contrast in the inflation lumen and blood in the guidewire lumen and between the balloon folds. The balloon was tightly folded. Microscopic examination revealed a complete hypotube separation 80.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities in the balloon of the device. Microscopic examination presented no damage or irregularities in the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).